Manufacturer narrative:
Additional information: updated clinical investigation: the etiology of the patient¿s anemia requiring blood transfusions is unknown. However, anemia is a well-known chronic complication affecting patients with ckd and esrd. Additionally, bleeding is a known potential complication that can be related to pd therapy. Therefore, pd treatments associated with the liberty cycler cannot be excluded as a potential source for the patient¿ anemic event. Although, there have been no reported allegations of any bleeding issues causally related to pd therapy with the liberty cycler at this time.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that it is unknown if there is acute blood loss. Per the pd nurse, they were unable to find where the blood was going. The patient is still requiring blood transfusions. The patient continues pd therapy at another facility. The pd nurse believes the patient to be recovered from peritonitis.

Manufacturer narrative:
Clinical investigation: a possible temporal association exists between the liberty cycler and liberty cycler set and the patient¿s peritonitis with concomitant anemia requiring hospitalization. There have been no reported allegations against a cycler or cycler set malfunction causally associated with patient¿s peritonitis event or anemia. Additionally, the peritoneal dialysis (pd) nurse reported the cause of the peritonitis was related to the patient allowing her dog in the treatment area during pd at home. Furthermore, it was reported the patient did not adhere to her medication regime to decrease the risk of constipation. While the true etiology cannot be determined with the information currently available, the patient breach in aseptic technique during ccpd treatment and/or patient constipation condition is highly likely to be causally associated to the patient¿s peritonitis infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the complaint.

Event description:
A peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 for peritonitis infection and low hemoglobin. The patient reportedly went the hospital for feeling constipated and weak. The pd nurse stated that the patient is non-compliant in taking her prescribed medications for stool softeners and laxatives to mitigate constipation. The patient was given a blood transfusion in the hospital. The pd nurse stated that the source of infection was due to patient breach in aseptic technique and allowing external contaminants, such as a pet dog, within her pd regimen. The patient was discharged from the hospital on (B)(6) 2017 and continues regularly scheduled pd treatments but it is not known if the patient still uses fresenius pd products. The patient is no longer affiliated with this facility. No further information has been made available at this time.